Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., d.10., h.3., h.6. Device evaluation: analysis of the returned device identified a creases fold and an opening linear on radius. A leak test and microscopic analysis was performed which identified a smooth crease opening on the radius, an observed void >1 mm in non-textured, a valve-to shell-bond area and some wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening.